Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion meter was reading high. Caller stated she was going into a coma because her blood sugar was so low. Her son took her sugar because he was not able to wake her up and it read 500, so he called the emts who arrived 10 minutes later. They checked her sugar with their meter and it was 28. They gave her an intravenous glucose shot, but her sugar didn't go up, so she had a peanut butter sandwich and milk. The emts stayed until her sugar went back up which was approximately an hour. Technique and storage are good. Controls not used. Replacing product.